Event description:
During an atrial fibrillation procedure, after transseptal puncture, it was noted that the tactisys quartz could not be brought to zero, and no contact force was displayed on the screen. The procedure was cancelled with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received by abbott, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.